Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) unopened racepacks. Analysis and results: there are no previous complaints of this code batch. Tested the strength and the attachment to the needle of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.

Event description:
Country of complaint: (B)(6). The needle comes off the thread too easily.